Event description:
Patient's ventilator suddenly alarmed a high-pitched squeal. This was not the normal ventilator high priority alarm and not even the low priority vent alarm; it was more like a bed alarm. It was at least one minute before registered nurse was able to determine that the high-pitch squeal was coming from the ventilator. When registered nurse n determined that the squeal was from the ventilator, the screen displayed "processing error please select "new patient" or "same patient." This is the same screen displayed when a ventilator is turned off and back on (but again not the normal ventilator alarm). No medical personnel were in the room at the time of this incident and the ventilator had not been turned off. Rn selected "same patient" and the ventilator screen was blank for approx. One minute then ventilation resumed. Rt was notified and ventilator was replaced.